Event description:
The customer reported that the device failed to pace.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to pace. The device was evaluated by a philips. The symptom was verified. The paddle set was replaced to resolve the issue.